Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by the peritoneal dialysis nurse (pdrn) that a peritoneal dialysis (pd) patient experienced a leak immediately after disconnecting at the end of treatment. When the patient realized there was a leak, he proceeded to perform a manual drain. The pdrn could not confirm the cause or the exact location of the leak but stated that it ¿possibly came from the cycler or the cassette.¿ the pdrn also reported that the patient received multiple ¿locked¿ alarms during treatment. The patient¿s pd treatment was completed with the old cycler and manual drains. The pdrn confirmed that the patient had been trained on performing stat drains, as well as manual peritoneal dialysis therapy. The patient was advised to discontinue use of their cycler. The pdrn confirmed that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn confirmed that the patient received the new cycler which is working well and that the patient has continued peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer; however, the cycler was returned to the manufacturer for physical evaluation.